Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic/pelvic pain') and nervous system disorder ('nuero condition/problem') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, blood pressure high, vaginitis, skin eruption and vaginal discharge. Concomitant products included amlodipine, hydrochlorothiazide, magnesium oxide and tramadol. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2012, the patient experienced fatigue ("fatigue"). In 2013, the patient experienced rash papular ("rash/skin condition, hypersensitivity type: red bumps") and abdominal pain lower ("lower abdominal pain"). In 2014, the patient experienced nausea ("nausea"). In 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding menorrhagia"), urinary tract disorder ("bladder or urinary problems or changes"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and bladder disorder ("bladder or urinary problems or changes") and was found to have weight decreased ("weight gain/ loss (specify which one): loss"). In 2016, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal): uti"). In (B)(6) 2016, the patient experienced migraine ("migraines / headaches"). In 2017, the patient experienced breast disorder ("hormonal changes- describe: changes in breast"), hirsutism ("hormonal changes- describe: facial hair") and dysgeusia ("allergic or hypersensitivity reaction type: metal taste in mouth"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nervous system disorder (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominai pain"), back pain ("back pain"), iron deficiency anaemia ("anemia "), allergy to metals ("nickel - diag. Post-essure/nickel allergy"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss") and headache ("headaches"). The patient was treated with surgery (essure removed by surgery: other and brain surgery). Essure was removed. At the time of the report, the pelvic pain, nervous system disorder, genital haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain, back pain, menorrhagia, iron deficiency anaemia, allergy to metals, rash papular, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, alopecia, breast disorder, headache, nausea, weight decreased, vaginal haemorrhage, dysgeusia, bladder disorder and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, back pain, bladder disorder, breast disorder, cystitis, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hirsutism, iron deficiency anaemia, menorrhagia, migraine, nausea, nervous system disorder, pelvic pain, rash papular, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: patient received treatment for- pain, bleeding, allergy, bladder/urinary problem anticipated date of removal was mentioned as (B)(6) 2019. Discrepancy noted: date(s) of insertion: (B)(6) 2012, (B)(6) 2012. These coils were then locked into place and 3 coils were seen protruding front the right fallopian tube and 5 coils from the left fallopian tube at the end of the procedure. Discrepancy noted: previously drug explanted, now in the pfs it is mentioned as date(s) of removal: not removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.2 kg/sqm. Imaging procedure - on (B)(6) 2012: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-dec-2019: pfs and mr received. New events: abnormal bleeding (vaginal), allergic or hypersensitivity reaction type: metal taste in mouth, migraines / headaches, lower abdominal pain, hormonal changes: facial hair were added. Hormonal changes updated to change in breast, rash or skin condition updated to red bumps. Onset dates were added. New reporters, plaintiffs information added. Concomitant conditions, drugs were added. Lab data added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic/pelvic pain') and nervous system disorder ('nuero condition/problem') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, blood pressure high, vaginitis, skin eruption and vaginal discharge. Concomitant products included amlodipine, hydrochlorothiazide, magnesium oxide and tramadol. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2012, the patient experienced fatigue ("fatigue"). In 2013, the patient experienced rash papular ("rash/skin condition, hypersensitivity type: red bumps") and abdominal pain lower ("lower abdominal pain"). In 2014, the patient experienced nausea ("nausea"). In 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding menorrhagia"), urinary tract disorder ("bladder or urinary problems or changes"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and bladder disorder ("bladder or urinary problems or changes") and was found to have weight decreased ("weight gain/ loss (specify which one): loss"). In 2016, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal): uti"). In (B)(6) 2016, the patient experienced migraine ("migraines / headaches"). In 2017, the patient experienced breast disorder ("hormonal changes- describe: changes in breast"), hirsutism ("hormonal changes- describe: facial hair") and dysgeusia ("allergic or hypersensitivity reaction type: metal taste in mouth"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nervous system disorder (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominai pain"), back pain ("back pain"), iron deficiency anaemia ("anemia "), allergy to metals ("nickel - diag. Post-essure/nickel allergy"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss") and headache ("headaches"). The patient was treated with surgery (essure removed by surgery: other and brain surgery). Essure was removed. At the time of the report, the pelvic pain, nervous system disorder, genital haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain, back pain, menorrhagia, iron deficiency anaemia, allergy to metals, rash papular, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, alopecia, breast disorder, headache, nausea, weight decreased, vaginal haemorrhage, dysgeusia, bladder disorder and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, back pain, bladder disorder, breast disorder, cystitis, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hirsutism, iron deficiency anaemia, menorrhagia, migraine, nausea, nervous system disorder, pelvic pain, rash papular, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: patient received treatment for- pain, bleeding, allergy, bladder/urinary problem anticipated date of removal was mentioned as (B)(6) 2019. Discrepancy noted: date(s) of insertion: (B)(6) 2012, (B)(6) 2012. These coils were then locked into place and 3 coils were seen protruding front the right fallopian tube and 5 coils from the left fallopian tube at the end of the procedure. Discrepancy noted: previously drug explanted, now in the pfs it is mentioned as date(s) of removal: not removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.2 kg/sqm. Imaging procedure - on (B)(6) 2012: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-dec-2019: pfs and mr received. New events: abnormal bleeding (vaginal), allergic or hypersensitivity reaction type: metal taste in mouth, migraines / headaches, lower abdominal pain, hormonal changes: facial hair were added. Hormonal changes updated to change in breast, rash or skin condition updated to red bumps. Onset dates were added. New reporters, plaintiffs information added. Concomitant conditions, drugs were added. Lab data added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('chronic/pelvic pain') and nervous system disorder ('nuero condition/problem'). In an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included: obesity, blood pressure high, vaginitis, skin eruption and vaginal discharge. Concomitant products included: amlodipine, hydrochlorothiazide, magnesium oxide and tramadol. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2012, the patient experienced fatigue ("fatigue"). In 2013, the patient experienced rash papular ("rash/skin condition, hypersensitivity, type: red bumps") and abdominal pain lower ("lower abdominal pain"). In 2014, the patient experienced nausea ("nausea"). In 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding menorrhagia"), urinary tract disorder ("bladder or urinary problems or changes"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and bladder disorder ("bladder or urinary problems or changes"). And was found to have weight decreased ("weight gain/loss (specify which one): loss"). In 2016, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal): uti"). In (B)(6) 2016, the patient experienced migraine ("migraines/headaches"). In 2017, the patient experienced breast disorder female ("hormonal changes, describe: changes in breast"), hirsutism ("hormonal changes, describe: facial hair") and dysgeusia ("allergic or hypersensitivity, reaction type: metal taste in mouth"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nervous system disorder (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain"), iron deficiency anaemia ("anemia"), allergy to metals ("nickel, diag. Post-essure/nickel allergy"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss") and headache ("headaches"). The patient was treated with surgery (essure removed by surgery: other and brain surgery). Essure was removed. At the time of the report, the pelvic pain, nervous system disorder, genital haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain, back pain, menorrhagia, iron deficiency anaemia, allergy to metals, rash papular, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, alopecia, breast disorder female, headache, nausea, weight decreased, vaginal haemorrhage, dysgeusia, bladder disorder and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, back pain, bladder disorder, breast disorder female, cystitis, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hirsutism, iron deficiency anaemia, menorrhagia, migraine, nausea, nervous system disorder, pelvic pain, rash papular, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: patient received treatment for pain, bleeding, allergy, bladder/urinary problem. Anticipated date of removal was mentioned as: (B)(6) 2019. Discrepancy noted: date(s) of insertion: (B)(6) 2012. These coils were then locked into place. And 3 coils were seen protruding front the right fallopian tube. And 5 coils from the left fallopian tube at the end of the procedure. Discrepancy noted: previously drug explanted, now in the pfs it is mentioned as date(s) of removal: not removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 32.2 kg/sqm. Imaging procedure: on (B)(6) 2012, bilateral occlusion. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2020, quality safety evaluation of product technical complaint. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic/pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), iron deficiency anaemia ("anemia "), allergy to metals ("nickel - diag. Post-essure/nickel allergy"), dermatitis allergic ("rash/skin condition, hypersensitivity"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headaches"), nausea ("nausea") and nervous system disorder ("nuero condition/problem") and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). The patient was treated with surgery (essure removed by surgery: other). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain, back pain, menorrhagia, iron deficiency anaemia, allergy to metals, dermatitis allergic, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, alopecia, hormone level abnormal, headache, nausea, nervous system disorder and weight decreased outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, cystitis, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, iron deficiency anaemia, menorrhagia, nausea, nervous system disorder, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection and weight decreased to be related to essure. The reporter commented: patient received treatment for- pain, bleeding, allergy, bladder/urinary problem anticipated date of removal was mentioned as(B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2012: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received: event injury nos replaced with event chronic/pelvic pain, general abnormal bleeding, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), anemia, nickel - diag. Post-essure, rash/skin condition, urinary problems, bladder infection, uti, vaginal infection, vaginal discharge, fatigue, hair loss, hormonal changes, headaches, nausea, nuero condition/problems, weight loss. Patient demographic details, reporter and product information was added. Lab dada added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.